Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's lead had 5 broken contacts or lead contacts were out. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that some contacts were not functional on the lead array and no further course of action will be taken.

Event description:
A report was received that the patient's lead had 5 broken contacts or lead contacts were out. The patient will undergo a revision procedure.